Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service in (B)(4) on (B)(6) 2010 alleging that the onetouch ultrasmart meter powers off during use. The patient's diabetes is not managed with any medication. On (B)(6) 2010, the patient maintained his routine diabetes management. Reportedly on that same day, 5 minutes after the onset of the power issue, the patient developed symptoms described as "coldness, sweating, anxiety, fear, and irritability." The patient administered self treatment with glucose liquid on the day of concern. No other meter was used on the day of concern. According to the troubleshooting performed with customer service, the power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be suggestive of hypoglycemia 5 minutes after the product issue began.